Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not experienced resistance when performing the air removal process. The customer alleged the issue was due to a broken cartridge bag. A new cartridge was successfully loaded onto the pump. Blood glucose level was 242 mg/dl.